Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said that she has a dexcom g6 diabetic sensor in her stomach that she changes the battery on every ten days and she has a transmitter that she remotely connects to the sensor to read her glucose levels. The patient said that since the date of implant sometimes when the patient charged her ins it will cause her sensor to disable and she will need to prematurely install a new sensor. The patient said sometimes she will chose not to charge her ins and live with the pain because she doesn't want to take a chance of disabling her sensor. The patient is considering getting one of the device removed.

Event description:
Additional information was reported that the cause has not been determined. Dexcom had no clue of the cause. They said they have come across that problem before. The patient has been trying to contact their medical facility, but there's been an over an hour waiting time. The patient keeps trying. The problem has not been resolved. The patient noted that before they had they implant, they asked if this would be a problem with their diabetes sensor and the patient was told no.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.